Manufacturer narrative:
The insulin pump had no button error alarm. The device had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the lcd window, cracked case near display window corners and cracked reservoir tube lip. The insulin pump was received without a belt clip and there was no way to verify the belt clip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that during a bolus attempt they received a button error alarm. Customer's blood glucose reading was 302 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the keys are sticking. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.